Manufacturer narrative:
The evaluation of the customers issue included a review of the data and information provided by the customer, a ticket search of lot 12611be01, which did not indicate the reagent lot performed contrary to historical data, and ticket trending review of the list number 04j27-78, which did not identify any trend. Labeling review concludes that the issue is adequately addressed. A device history record review did not identify any non-conformances or deviations associated with the customers issue. Field data review for the overall performance of architect hiv ag/ab combo reagents in the field determined the reagents are within established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable. Based on all available information no product deficiency was identified. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported false reactive architect (B)(6) ag/ab combo assay results for a (B)(6) year old male patient. The customer reported with lot 12611be00 results: initial = 1.46 s/co, repeat 1.46 s/co. The same sample with lot number 12217be00 initial = 0.55 s/co. Another sample with lot 12611be00 initial = 1.11 s/co, after high speed centrifuge repeat = 1.11, 1.04 s/co, and with lot 12217be00 repeat = 0.74 s/co (reference range: < 1.0 = nonreactive; => 1.0 s/co = reactive).